Event description:
I have been having issues for years but in (B)(6) I started having severe pains in my left lower abdomen. I went through 3 drs until I found one that was willing to have x-ray done prior to removal of the essure devices via a hysterectomy. The coil on the left side was badly misplaced and had fragments separated off the main coil. The dr found that the left coil had ruptured my fallopian tube and was protruding in 3 places with 10mm of the end poking my colon. I'm very lucky it didn't rupture based on the positioning and the degree the coil was poking into my colon.